Event description:
It was reported that this faulty canister caused renasys touch device triggered ¿canister full¿ warning despite this faulty canister was empty. This issue was completed by changing to a new canister with same batch number.

Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable root cause maybe component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.